Event description:
A us distributor returned a monitor and reported being unable to recognize an ECG signal.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) was isolated to a defective r781 driven ground resistor on the computer/analog board, causing the monitor to not complete its baseline. The root cause for the defective resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.